Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that their stimulator haven't been working properly. They stated that first it started vibrating hard, which caused them to drop to their knees in pain. The patient also stated that it would suddenly become so hard and ¿too strong¿. The patient stated that when they picked something up or if they walked far it would ¿just kick in¿ and they would feel stimulation in the middle of their back. They stated that it was so strong and they would need to hang on to their husband. They stated that at a later time, they could feel stimulation in some areas, but it was not working in some of the areas that they should be. The patient stated that it gradually got worse and ¿it was now back to the way it was ,¿ prior to receiving their implant. The patient stated that it stopped being effective when they began to do yard work. They stated that they had been in bed for three days, because their back hurt so bad and it hurt to ¿cough or sneeze¿. The patient was redirected to follow-up with their hcp to address their symptoms and for potential reprogramming. The patient stated that they had an upcoming appointment on thursday with their doctor. It was reported that the patient¿s stimulation was ¿too strong,¿ around (B)(6) 2016. They stated that their therapy was no longer effective and they were not feeling stimulation in the right areas for about six months (2017). It was reported that the patient was bedridden and it hurt them to cough or sneeze on (B)(6) 2017. No further complications were reported/anticipated.